Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, the injector was faulty and doctor performed a vitrectomy. Additional information has been requested.

Event description:
Additional information has been received that the patient symptoms were recovering.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).